Manufacturer narrative:
The information about device serial number and model was obtained after the return of the device to manufacturer.

Manufacturer narrative:
On code was found to explain the rupture and tear in leaflet. Re-submitting this initial report for this case as we have noticed that the initial report was inadvertently submitted in the "test webtrader" instead of production environment.

Event description:
The manufacturer was notified on (B)(6) 2015 that a mitroflow valve (size 25, model# and serial # are unknown) that was implanted in 2009 was explanted due to rupture and prolapse of right coronary cusp and dehiscence of both commissures.